Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the retract mechanism was out of alignment, the slide sleeve was difficult to operate and select a setting. It was further noted that the device could not adjust to the smallest setting and it was difficult to insert k-wires. The assignable root cause was determined to be due to wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the quick coupling device would not lock down on the k-wire. It was reported that there was no delay due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.